Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (350-400 mg/dl). Customer stated that at times they need to bolus an amount larger than 10 units. Reportedly, the max bolus needed to be adjusted from 10 units of insulin to 20 units of insulin. Tandem technical support guided the customer through adjusting the max bolus settings. Customer delivered a bolus to bring bg levels back to target range.